Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that nine (9) years, one (1) month post-implantation of this 25mm bioprosthetic mitral heart valve, a transcatheter valve was implanted (valve-in-valve) due to severe stenosis. As reported, the patient was hypotensive with hypoxia and fluid overload. This was consistent with acute on chronic right heart failure with cardiogenic shock. A 26mm transcatheter valve was implanted with no complications. The patient was reported as doing well and was discharged home on pod #3.